Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 5122128.

Event description:
It was reported that patient was not able to get enough pain relief. It was noted that patients lead had migrated and patient feels discomfort at the battery site. The patient underwent a battery and lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded at the facility.